Manufacturer narrative:
Arjo was informed by the customer representative about an arjo citadel plus bed malfunction. Following the information gathered, the e300 error code was displayed and the bed frame lowered without any command given by a patient or a caregiver. No injury no other medical consequences were reported. The customer was visited by an arjo representative to check the bed. The inspection revealed that the bed raised, displayed e300 error code and lowered itself. There was found that the button located on the side rail control panel responsible for lowering the bed frame was stuck in activated position. It was detected by the bed as the e300 error code displayed by the device means that the control button was depressed for more than 90 seconds. After part replacement, all functions of the claimed bed were working correctly. The citadel plus device was used for a patient treatment when the unintended movement occurred and from that perspective it played a role in the reported issue. The device did not meet the specification. No adverse outcome was reported.

Event description:
Arjo was informed by the customer representative about an arjo citadel plus bed malfunction. Following the information gathered, the e300 error code was displayed and the bed frame lowered without any command given by a patient or a caregiver. No injury no other medical consequences were reported.